Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.3, b.5, d.6a, d.6b, h.6.

Event description:
Patient reported through customer service "ruptured". This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported through customer service "ruptured". This record is for the left side. Device remains implanted.